Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Pump primed properly. No unexpected low battery alarm anomalies noted. Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump shut off. The customer's blood glucose was unknown. The customer stated that batteries going quicker and insulin pump has squirted insulin as long as she can remember but she thinks it has not effected the insulin pump working improperly malfunctions. Batteries had gone under 7 days on occasion, twice it was not show that battery was going low, it showed full and it just shut off. There was small crack by the reservoir opening and by the battery area. The insulin pump will not be returned for analysis.